Event description:
It was reported that the patient presented to the emergency room with bradycardia. Upon review, the pacemaker could no be interrogated due to premature battery depletion. There was no low voltage output as a result. The device was explanted and replaced. The patient condition was stable post-procedure.